Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a pacemaker upgrade procedure, the pacemaker was exposed to cautery. At that point, the device inhibited pacing and the patient went asystolic. The patient was pacemaker dependent. The device was explanted and replaced.